Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: atlantoaxial subluxation procedure: magerl procedure levels implanted: c1/2 it was reported that on an unknown date post-op, patient developed erosion on the surrounding of the articular surface of c1/2 from the c1 lateral mass. Instability was observed at c1 after the surgery. Clear zone at tip of c1 screw was also confirmed. Patient suffered from axial pain and underwent an external fixation. No infection was reported.